Event description:
It was reported that the surgeon was inspecting an aa4204vl silicone plate lens prior to surgery and observed a black spot in the middle of the optic. The reporter tried to remove it with bss without success.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined.